Event description:
It was reported that the patient was seen due to an ache they had in the pocket area and swelling in the arm. The physician discovered that the patient had a thrombosis. The device was moved from the left to the right side and remains in use. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analysis was performed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d364vrg implantable cardioverter defibrillator: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.